Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was experiencing a loss of therapeutic effect. The patient's symptoms returned two weeks prior. When the patient went through medal detector she typically would get "zap" in her right leg; this stopped 2 weeks ago. No falls or trama were noted. On (B)(6) the patient was trying to make an adjustment. The patient turned stim on (voltage was at 7.5 because this was usually comfortable for the patient) and reported a shocking/jolting sensation which lasted about 2 mins. The patient turned stim on with the stim on button but stim stopped on its own. The patient's husband was trying to sync with ins but did not push stim off button. It was confirmed that stim was off. It was also reported that about 7 months following a revision (see manufacturer's report # 3004209178-2013-07499 for revision issue) the ins started shocking the patient. The patient went to the doctor and they were able to reprogram the ins and it was working fine. The patient didn't know what they did. On (B)(6), the patient had a return of symptoms and the ins was shocking her severely. The patient shut off the stimulation. When she turned it back on so as to turn down the stimulations it was shocking her so bad she couldn't think straight. The patient's husband had to help her turn it down. The ins was reading on 1st program at 7.2. The patient was able to turn down stim to 5.2 and continued to turn stim to 0.0. It was verified that stim was off. The patient was waiting for referral to see a new doctor as they had moved. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 3093-28, lot # v735308, implanted: (B)(6) 2011, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was noted that the patient had been in excruciating pain. It was noted that their patient programmer would not connect.